Manufacturer narrative:
Reporting institution phone: (B)(6).

Event description:
It was reported to philips that the device failed to shock a patient. Another philips defibrillator was used instead. The device was reported to be in use on a patient, possibly causing a delay in life saving therapy and will be considered a serious injury. However, no direct adverse event to the patient or user was reported. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. An evaluation was completed and the fse was unable to replicate the alleged failure. No ECG monitoring strips or case event files were provided to philips for review. Upon conclusion of the evaluation, the device was found to be fully functional with no replacement parts required. Philips is unable to rule out that a malfunction did not occur, however the fse confirmed that this was a customer misunderstanding. As the issue could not be replicated during evaluation, a definitive cause for the alleged failure could not be determined. The device passed all required testing and was deemed fit for use. Both philips and the hospital checked the defibrillator and checked that there was no problem. In this case, when the physician performed the procedure with a defibrillator, the contact between the defibrillator and the patient was poor, and the pci indicator continued to appear red, which confirmed that the shock did not go out. The device remains at the customer site. The available information from this report does not support that this malfunction represents a systemic, design, or labeling problem. No further investigation or action is warranted.